Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 submitted 10/29/2015: on (B)(6) 2015, the reporter called back to animas and stated that the issue with the display had resolved itself, and that they would not be returning the pump to animas.

Manufacturer narrative:
Follow-up #2: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: investigation was unable to confirm the original complaint of a line observed through the display. Unrelated to the original complaint, the display was found to be dim with a reddish hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.